Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet pump screen repeatedly went dark and the device powered off despite a reported battery level around 85%, and subsequent attempts by the healthcare professional included syncing the pump with the app, with no abnormal logs observed; the issue was characterized as a touchscreen or key/button unresponsive or not working. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with the touchscreen interface that manifested as unresponsive keys or buttons. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.